Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that the screen froze during a threshold test, it passed incoming functional testing and there was no error or sluggish performance noted in the logs. It was noted however that the provided stylus was not completely working and that the programmer performed its essential functions normally with a known good stylus and therefore the stylus was replaced and calibrated. The hard drive health was noted to be at less than 100% and that analysis was not able to confirm that the system fan was noisy. Both the hard drive and the system fan were replaced as preventive measures. The programmer did pass its final functional and systems tests.

Event description:
It was reported that the programmer was recently received back from instrument services and now the programmer screen froze during a threshold test. The programmer was turned off and then the radiofrequency head would not interrogate a device. There were green lights on the programmer but none on the radiofrequency head despite using two different radiofrequency heads. Additionally, it was reported that the programmer fan was loud. The programmer was returned for service. No patient complications have been reported as a result of this event.